Manufacturer narrative:
On 18 april 2016, the field service engineer (fse) was at the customer site and observed that the customer's lh750 instrument did not have a tubing leak on he verified the flow path was not obstructed. The fse replaced the sca board, the rwip board, and the platelet processing board to resolve the reported issue it was not confirmed that patient results were impacted as a result of this event. Beckman coulter, in an abundance of caution, has submitted an MDR report. Section a patient information was not provided by the customer. Bec internal identifier: (B)(4). Related event 1061932-2018-0038. Follow up 01: event, brand name were revised to reflect correct instrument name. PMA/510k: PMA 510k was revised to show number for correct instrument. Device manufacture date: manufacturing date has been added.

Event description:
The customer reported that their coulter lh 750 hematology analyzer was generating erroneously high platelet results. It is unknown whether it was controls or patient samples that were impacted. Patient data was not provided by the customer. There was no report of change to patient treatment or affect to the patient as a result of this event.

Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) was at the customer site and observed that the customer's lh780 instrument did not have a tubing leak on he verified the flow path was not obstructed. The fse replaced the sca board, the rwip board, and the platelet processing board to resolve the reported issue it was not confirmed that patient results were impacted as a result of this event. Beckman coulter, in an abundance of caution, has submitted an MDR report. Section a patient information was not provided by the customer. Bec internal identifier - (B)(4).

Event description:
The customer reported that their coulter lh 780 hematology analyzer was generating erroneously high platelet results. It is unknown whether it was controls or patient samples that were impacted. Patient data was not provided by the customer. There was no report of change to patient treatment or affect to the patient as a result of this event.